Event description:
An infusion pump was connected to a home care patient with the intent to deliver penicillin at a rate of 19.6 ml/hour. The drug was delivered at a rate of 40.5 ml/hour instead. The home care nurse assumed that the rate had been set by the out-patient pharmacy and didn't check the setting. The pharmacy technician who sent the pump to the patient's home doesn't normally assume this responsibility and didn't follow normal procedure.====================== health professional's impression======================while the incident was the result of process mistakes rather than directly device related, complexity it setting up the pump may have contributed.